Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: the coil could not be detached despite several attempts. At this point, the cable was replaced and the coil still wouldn't detach. As it was being retrieved, the coil detached unintentionally into the microcatheter and had to be pushed back safely into the aneurysm by the pusher wire. No pt injury was reported.